Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Company representative, on behalf of patient, reported of the left side device: "rupture". The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: - capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. - rupture: not observed through visual inspection. - seroma-late: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis deformation, creases, wear abrasion and voids are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Company representative, on behalf of patient, reported of the left side device: "rupture". Later healthcare professional reported "very large seroma", "capsular contracture baker grade iii - IV". The device was explanted.

Manufacturer narrative:
The event of seroma and capsular contracture are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b5, b6, d6b, h.6, h11.

Event description:
Company representative, on behalf of patient, reported of the left side device: "rupture". Later healthcare professional reported "very large seroma", "capsular contracture baker grade iii - IV". The device was explanted.

Event description:
Company representative, on behalf of patient, reported of the left side device: "rupture". Later healthcare professional reported "very large seroma", "capsular contracture baker grade iii - IV". The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6.